Event description:
It was reported that the patient had insufficient stimulation and poor perception of parasthesia from their implantable neurostimulator (ins) in their lower limbs. The lead component of the ins system was then replaced on (B)(6) 2013 with a different model. The relatedness of the event issue to the device was unknown. The event was reported, as of (B)(6) 2013, as recovered. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID; 3898, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4) model number updated.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that symptoms included pain.